Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by using the wired foot-switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot-switch connection failure. Upon troubleshooting, fse reconnected the wireless foot-switch to the base station on the table, which restored connectivity. After that, the system was returned to good working condition. This event is not associated with any ongoing field safety corrective action. The codes were updated based on the investigation outcome.

Event description:
\It was reported to philips that the wireless footswitch had a wireless connection failure.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.